Manufacturer narrative:
Device received not deployed. Data downloaded from the device indicates it ran 30 first prime pulses and 40 pulses in total before being deactivated. Data contains timeouts throughout the run and a drive stall at the beginning of first prime. The drive stall at the beginning of first prime caused an early end to the priming sequence. Due to the early completion of the priming sequence, the device had not run enough pulses to allow for the device to deploy. The device was reset and paired with a pdm. The device deployed during the priming sequence. An attempt was made to administer a 5u bolus. However, the device alarmed prior to the completion of the bolus. It was noted that the ratchet gear was not advancing. Pod data downloaded after the rerun returned an 0x14 occlusion alarm, as well as a drive stall. Battery voltages were measured and found to be lower than expected. Otherwise, no damages or defects were noted in the inspection of the drive mechanism.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation.